Event description:
It was reported that during a semi-open lobectomy, the deployed staples were formed in lumbricoid shape at the fifth firing on the bronchial tube. The cartridge was gold. The target tissue was thick. There was a possibility that the device was fired on an existing clip since a bended clip was found. Besides, the clamped tissue slipped forward while firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The device was used on the pulmonary parenchyma from the first and third firings and used on the pv at the fourth firing without problems.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with one ecr45d cartridge loaded on the device. The reload was received fully fired and with cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cutting issues or malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the clamped tissue slipped forward during firing, was any portion of the target tissue cut? Yes. If the device cut, was the cut line complete? No. If the device cut was the cut line jagged, rough, crooked, irregular or ripped? No information. Did the customer report a dull knife? No, the customer wants to know whether the knife is damaged.